Event description:
On (B)(6) 2010, patient reported her blood glucose became elevated on (B)(6) 2010. Patient is currently using her backup infusion device. Patient stated, her blood glucose reading was "hi" on her meter. Patient stated, she was taking boluses as high as 10.0 units of insulin and her readings remained elevated. Patient's normal blood glucose range is 160-170 mg/dl. Patient reported she changed her infusion site and infusion tubing on (B)(6) 2010. Patient stated, she took an injection to bring her reading down. Patient reported her infusion device started occluding this morning. Patient stated, she unloosened the luer lock and then tightened back up and was able to go back to bed for an hour. She has continued to have occlusions all morning. She is currently disconnected from the infusion device. Had her prime the infusion tubing and it occluded immediately. Had patient disconnect the tubing from the infusion device and prime through the adapter; it primed successfully. Had her attach a piece of tubing from a new box of infusion sets; was able to prime it successfully. Patient stated, she can tell her blood glucose is elevated; she has not tested but knows it is elevated. Patient tested during the call with a reading of 247 mg/dl. She stated, she has not been feeling well all day. Patient just received an e4 (occlusion) error. Assisted patient with troubleshooting e4; was able to prime through the infusion adapter with no issues. Had patient put on a new infusion tubing from a different lot number. On call back from patient on (B)(6) 2010, patient reported the infusion device has not occluded since she changed the infusion tubing but her blood glucose remains elevated. Patient is going to her medical professional today; feels there is a possible infection. On call back, patient stated, she found out, she has an infection due to her recent surgery and the doctor has put her on antibiotics. Patient reported during the surgery, the doctor removed her infusion device; she was without insulin for an hour and her blood glucose was 120 mg/dl. On call back from patient on (B)(6) 2010, patient reported she has switched to her primary infusion device and has not had any more occlusions. Product was replaced and requested return of the suspect product for evaluation.